Manufacturer narrative:
The returned bur met specification for the shank diameter. Investigation results indicates that there is evidence of cutting flute discolouration and a brittle fracture along the notch consistent with excessive force applied to the bur during use. The label for this device has a symbol indicating " do not use excessive force" with accompanying verbiage "warning: do not use excessive force". It was also noted that the console setting at the time of use was reported as 75,000 rpm, the highest console setting recommended for the returned bur is 60,000 rpm. The label for this device also has a symbol indicating " "limited speed cutting accessory. Do not operate above: x rpm console setting" with the maximum console setting defined as 60,000 rpm.

Event description:
It was reported that during a procedure the bur broke off at the notch. An alternative bur was used to complete the procedure, there was a 1 minute delay reported as a result. It was further reported that the procedure was completed successfully with no adverse consequences.

Event description:
It was reported that during a procedure the bur broke off at the notch. An alternative bur was used to complete the procedure, there was a 1 minute delay reported as a result. It was further reported that the procedure was completed successfully with no adverse consequences.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.